Event description:
Pt had implant removed based on asymmetry. Pt had capsular contracture of the right with open capsulotomy. Info of the implant was extremely limited. Pt with previous mastectomy of the right in 1994. All previous procedures were not done at this facility.